Manufacturer narrative:
The customer stated the patient sample was hemolyzed. The customer declined to provide any further information. Product labeling states: "the assay is unaffected by...hemolysis (hb = 0.621 mmol/l or = 1.0 g/dl)...." The investigation determined the event was consistent with a pre-analytical handling issue at the customer site.

Manufacturer narrative:
The field service engineer (fse) conducted measuring cell preparations and primed the sipper and sample probes. Tubing pathways were inspected and qc passed. The instrument was operating normally. The investigation is ongoing.

Event description:
The initial reporter questioned results for 4 patient samples tested for elecsys estradiol iii (estradiol iii) on a cobas e 411 immunoassay analyzer. The results for 1 patient sample were discrepant. The initial result was 341.3 pg/ml. On (B)(6) 2021 the repeat result was 248.5 pg/ml. It is not known which result was believed to be correct. It is not known if the questionable result was reported outside of the laboratory. The estradiol iii reagent lot number and expiration date were not provided.